Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and corrected information.

Event description:
During a hip arthroscopy procedure, the tip of the anchor inserter fractured. The fractured piece and anchor were removed from the patient and the procedure was completed using a competitor's device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During an unknown procedure, the suture was broken. No further information is available.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was not confirmed. The product was visually examined. There is no damage to the inserter that can be seen. The inserter tip appears to be fully intact with no fracturing observed. The suture and anchor were not returned with the device, indicating they were used and/or discarded. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required. A root cause was unable to be determined as no product issue was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.